Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, who stated that they called in not long ago because the handset was going real slow to connect to the pump. The patient stated that the representative had them do a few things and it went back to normal, but now it was doing it again and it took 15 minutes to connect. An agent walked the patient through clearing the data in the app. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that it takes 10-15 minutes to deliver a bolus and they got stuck at 90% loading. Agent assisted the patient in deleting the data. Patient then tried connecting again and was able to get connected without having any further issue. Agent reviewed information and advised to contact us back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.